Event description:
The patient reported their neurostimulator is visible under the skin. As of (B)(6) 2025, there are no plans for a revision procedure and the patient is getting 80% relief.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, multiple tunneling attempts, and using inappropriate tools have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The as analyzed code was selected as no problem found as there is no erosion of the device through the skin and the patient is receiving adequate pain relief (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.